Manufacturer narrative:
The manufacturing records were reviewed and no issues were found related to the nature of the complaint.

Event description:
It was reported to nevro that the patient experienced abdominal pain since the implant procedure. The physician decided to remove the implant, which resolved the abdominal pain. It was noted that prior to the device removal the patient was receiving effective pain relief for their chronic pain.